Event description:
It was reported that the physician was attempting to deploy a 3.5mm diameter x 38mm length resolute integrity (rx) drug-eluting stent to treat a moderately calcified lesion in patient. It was reported that when the device was being withdrawn from the patient, the stent dislodged and dislodged onto the catheter. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the delivery system was returned to medtronic for evaluation. The stent was not received. The distal top was flared. Crimp impressions were visible along the body of the balloon. Procedural images: procedural images were received and confirm the calcified nature of the lesion. The images show pre-dilation and the successful delivery and deployment of a stent at the lesion site. Numerous post-dilation are carried out. There are no images capturing the attempted delivery, withdrawal and subsequent dislodgement of the resolute integrity stent.

Manufacturer narrative:
(Root cause appears most likely to be procedural related). Inherent risk of procedure (stent dislodgment). Deformation problem. Evaluation conclusion: operational context caused or contributed to the event (root cause appears most likely to be procedural related). Known inherent risk of a procedure (stent dislodgment). (B)(4).